Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned gogear shower bag could not confirm the reported event of fluid ingress. A specific cause for the reported event could not be conclusively determined through this evaluation. Provided information stated that water began to seep into the bag from the bottom. The bag was exchanged. The gogear shower bag was returned zipped in used condition. The shoulder strap was returned placed inside of the bag; the shoulder strap was unremarkable. The waist strap was not returned. No wear or damage was observed on the bag fabric, seams, zippers, or buckle. No evidence of fluid ingress was observed. The shower bag was mounted in a sink and water was poured onto the bag for an extended period of time. The bag was then inspected and revealed no evidence of fluid ingress. The zippers, buckle, and clips functioned as intended. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further related issues reported at this time. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. D, and the heartmate 3 lvas patient handbook rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU and patient handbook instruct the user to periodically inspect the wear and carry accessories for damage or wear. These documents advise that if an accessory appears damaged or worn, the accessory should not be used. It is recommended that the manufacturer be contacted with questions or to order a replacement, if needed. The IFU explains that although the external components of the heartmate 3 lvas (including the shower bag) are moisture-resistant, they are not waterproof. The IFU warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was unknown if any additional product may have been effected by fluid ingress. It was noted the patient was provided the proper education on how to use the shower bag. The patient did not experience any adverse impact due to this event. The bag was exchanged.

Event description:
It was reported that water began to seep into the shower bag from the bottom.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.